Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an interventional transcatheter aortic valve replacement (tavr) procedure with a 6f sheath. Reportedly, during suture management, the entire suture came out with the knot [malposition]. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.